Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and found liner tape attached to sensor base instead of the pedestal also found needle bent inside sensor hub. In summary, the customer complaint of the liner anomaly/needle bent were confirmed. The liner remained with the sensor base and shows some misalignment due to the failure to peel off. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor needle was fractured while in the body and received an out-of-box damage where the sensor liner stayed on the sensor base. The customer reported hemorrhage/bleeding. The event involved product(s) mmt-7020c4. Troubleshooting was performed. No further patient complications were reported. It is unknown whether the customer will continue or discontinue use of the device. Product return status for mmt-7020c4 is unknown.